Event description:
A tiny portion of her skin blistered [blister]; it got so hot [product quality issue]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported she recently used a menstrual heating pad and it got so hot, a tiny portion of her skin blistered. She mentioned this has never happened before. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Product quality issue is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Product quality issue is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability